Event description:
Patient was revised to address pain and a broken stem. Infection was also noted.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient was implanted with a revision ceramic head (ts) and a cabled femoral stem; indicating the patient had been previously revised. Date of implantation has not been provided. Patient x-rays were received. The image did not include the entire hip/femur; however, it did reveal a fractured solution stem just distal to the end of the tapered section in gruen zones 3 and 6. The patient was reported to be a (B)(6) year old morbidly obese ((B)(6)) female. The evidence suggests the patient had a previous fracture of the right proximal femur as there were four cables around it. The most distal cable is at the level of the implant fracture. The evidence suggests the patient¿s increased weight and poor bone quality placed too much stress on the femoral stem. The solution surgical technique and IFU warn that excessive patient weight and poor bone stock tend to adversely affect hip replacement implants. The patient was implanted against the manufacturer¿s instructions. Ceramic femoral heads are contraindicated for use in obese patients. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.